Manufacturer narrative:
Analysis of the pump revealed a motor corrosion and gear train anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It had been reported that the pump was implanted in 2005. After the replacement the patient was doing fine and benefitted from the therapy. It was reported that the starting concentration was 10 mg/ml and was diluted to 5 mg/ml. Reportedly, the hospital pharmacy does dilute the morphine to a concentration of 5 mg/ml with saline 0.9% and the saline was without preservatives.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a motor stall occurred on (B)(6) 2011 without apparent sources of electromagnetic interference. The healthcare professional (hcp) could not solve the problem by reprogramming. No motor stall recovery was recorded in the logs. The patient was hospitalized on (B)(6) 2011 due to withdrawal syndrome. A replacement of the pump was performed on (B)(6) 2011. The drug in the pump was morphine.